Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to unexplained high blood glucose. Customer stated that the blood glucose reading was 650 mg/dl. Customer stated that her infusion set cannula was bent and was not getting the correct amount of insulin. Nothing further was reported.